Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Customer has reported a incident as follows: 'ventilator screen went black but still ventilated patient. Panel connection lost.' No health impact or consequences were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag¿s conclusion: on may 6, 2025, the logfile analyses recorded repeated messages indicating ¿panel connection lost¿ between 17:57:59 and 17:58:11. During this time, no ventilation interruption was documented. At 18:06:07, the device was switched from mode (s)cmv+ to standby. The event was reported by the hospital; no harm was reported. However, no additional details regarding patient condition, user actions, or environmental factors were provided. Attempts to obtain further information were unsuccessful, and no components were returned for inspection. Based on the available data, the root cause cannot be determined. For hamilton medical ag, this case is considered closed at this stage. Continuous monitoring of similar events will be maintained.